Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a colonic stent placement procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was palliative treatment for a stricture due to colon cancer. The patient was noted to have metastasis of the liver. The stricture was located in the descending colon and was 5-6cm in length. The stent was implanted successfully on (B)(6), 2012 with no complications. Early on the morning of (B)(6), 2012, the patient presented at the hospital with a stomach ache and melena. The patient was examined and free air was detected, indicating a perforation. The perforation occurred around the middle of the stent and was approximately 3-4mm. The tumor thickness in the area of the perforation was thin. There was no stent migration and the physician alleged no malfunction of the stent. The physician noted that the patient had been receiving folfox and avastin, which were administered once every two weeks. The perforation was detected following the sixth round of folfox and avastin treatments. The medicines had reduced the size of the tumor by half. Prior to the perforation, the physician had considered scheduling the removal of the stent. Following detecting of the perforation, the patient was transferred to a different hospital to undergo an emergency surgery. The stent was removed and an artificial anus was created. On (B)(6), 2012, the patient was transferred back to the first hospital. The patient condition was noted to be stable. In the physician's assessment, the stent contributed to the perforation. The physician also stated "however, I don't think that the stent 100% contributed to the perforation, as it is possible the avastin treatment might have contributed to the perforation."

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.